Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The customer did not have any concerns about the reprocessing process. The steps taken during precleaning and manual cleaning were not provided by the customer. The scope was used in four procedures while waiting for results after being sampled. The device was quarantined after the positive results were received. The scope was used and reprocessed prior to being sampled. The scope was last reprocessed on (B)(6) 2023. The scope was stored in a plasma typhoon. The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The investigation is on going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope tested positive for an unexpected contamination and an e315 unsupported scope error message was displayed. The issues were found after manual cleaning during reprocessing. There might had been water in the device. The hygiene microbiological investigation report from the customer indicated the channels of the scope were cultured and the scope tested positive for 30 colony forming units (cfu) of gram-positive cocci. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause. The scope was used four procedures while waiting for the hmi result. Please refer to the following related patient identifiers: (B)(6). E315 error messages were found on several scopes at the site. Please refer to the following related patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer completed cleaning disinfection and sterilization (cds) checklist, clarification to results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where information to judge deviation from the instructions for use (IFU) was not identified. Clarification to the user culture results: the scope tested positive for 30 colony forming units (cfu) of gram-positive cocci with catalase, micrococci or staphylococci, human germs practically always present on surfaces in inhabited premises. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that there was a difference in understanding regarding the handling of equipment between olympus's recommendations and the user facility. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.